Manufacturer narrative:
(B)(4), evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
Correction to lot number. Further investigation of the customer issue indicated that lot 69522p100 was in use. This lot has been associated with fa26feb2009 and therefore this complaint has been reassigned to that correction and removal.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA district office, 2009, of the remedial action. Through customer complaints, abbott point of care (apoc) has become aware that there are situations, involving the martel printer for the I-stat1 analyzer, where it appears that the rechargeable battery pack has overheated with or without the presence of smoke. At this time, there has been no report of any injury associated with this event.

Manufacturer narrative:
(B)(4). Suspect medical device: suspect reaction vessel (rv) lot 70565p100 was in use at the customer facility. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r. Architect i2000 analyzer, list # 3m74-02, (B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as another lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Reportedly, the cco fault message "catheter verification, use bolus mode" was displayed. This product has been returned for evaluation as part of an entire system (monitor, cable and catheter). It is used with the swan-ganz catheter, model no. 777hf8, reference MDR report number: 2015691-2009-12353. The product evaluation is ongoing. No patient injury was reported.

Manufacturer narrative:
(B)(4), suspect medical device, lot #, other lot #: other lot # was changed from 68080p100 to ni, as architect reaction vessel lot 68080p100 was not associated with the recall. Suspect medical device, lot #: additional architect reaction vessel lot, 70565p100, device MFR. Date: 11/4/08, expiration date: na. Concomitant medical device: architect i2000sr analyzer ln 3m74-02, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lots 68080p100, 73269p100, 71297p100, 70565p100, 70339p100 and 69522p100 were in use. The issue was resolved with the implementation of lot 73269p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Boston scientific crm received information that the patient with this device had been in a car accident in which the airbag hit the patient's left shoulder. At a routine follow-up appointment following the accident, the device could not be interrogated. An x-ray was performed, and no dislodgement of the device or related leads was observed. A surface EKG showed no evidence of pacing. The device was later explanted and replaced. Upon explant, scratches on the device case were observed. No adverse patient effects were reported.